Manufacturer narrative:
The exposed portion of the soft cannula was found to be bent. Investigation found the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were found with the device. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported bent cannula, ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patients mother stated that she placed the pod on her son on monday night at 8 pm. Throughout the night her son began to reach mid 300's mg/dl and reaching up to 400 mg/dl. The pod was worn for 4 to 24 hours on the leg. The patient¿s mother stated they tried giving corrections and injections before going to the emergency room. At the hospital the patient was diagnosed with dehydration, and high ketones. The patient was treated with insulin and intravenous therapy with fluids. The patients mother stated that the cannula was bent.